Event description:
The customer contact reported an adverse event, while the device was in use. At 0814, the pump was programmed to deliver an unspecified concentration of morphine in the pca only mode, with a 0.5mg pca dose, a 10 minute patient lockout, a 2mg loading dose, and a 10mg 4 hour limit. After an unspecified length of time, the patient's wife called the nurse to the room and stated the patient "doesn't feel good." At 1748, the patient stopped breathing and a "code team initiated." Resuscitation efforts were unsuccessful. The patient expired at 1845. The customer contact reported the patient expired from "natural causes." The customer contact reported their "investigation revealed that the pump was programmed correctly and functioned properly." During testing at user facility, the device passed testing. The customer contact reported that prior to setting up the pump, the patient had been receiving morphine IV push for pain. Subsequently, the patient's wife was concerned that the patient was receiving "too much medication." Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device passed testing at the user facility. The history was downloaded at user facility. Review of history indicates original pump settings and programming parameters had scrolled off of history. Between 0025 & 1102 there were twenty-six 0.5mg pt initiated deliveries and 57 unmet demands. Between 1110 & 1113, door was opened and pump was reprogrammed to deliver 1mg pca dose, 10min pt lockout, 10mg 4hr limit and door was locked. Between 1137 & 1424, there were nine 1mg pt initiated deliveries, 11 unmet pt demands and 4hr limit was reached twice. Between 1425 & 1433, there was 1 unmet demand, door opened and locked 9 times and total of 35.6mg was cleared. Between 1434 & 1447, there were 4 unmet demands and 4hr limit was reached. Between 1448 & 1529, there was one 1mg pt initiated delivery and 17 unmet demands. Betwwen 1538 & 1540, door was opened and locked twice and pump was reprogrammed for 24mg 4hr limit. Between 1541 & 1648, there were four 1mg pt initiated deliveries, one 0.9mg partial pt initiated delivery, 6 unmet demands and empty syringe alarm. Between 1650 & 1651, there were 2 vial alarms, check syringe, occlusion and injector alarms and door was opened and locked twice. Between 1652 & 1805, there were four 1mg pt initiated deliveries and 3 unmet demands. Between 2044 & 2126, door was opened and locked 4 times, total of 9.9mg was cleared and a low battery alarm. New date stamp of 01/21/2007 occurred. Review of pump history indicates pump delivered as programmed.